Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2018 and 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. The device has been explanted.